Event description:
The customer received a blood glucose reading of 200mg/dl on the breeze2. He was retested on the doctor's meter and the reading was 56mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to him.